Manufacturer narrative:
(B)(4) final report. Additional information, including x-rays, operative notes, patient details and information regarding any other corin devices which were revised was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing record and sterilisation documents have been identified and reviewed. All parts associated with these records were manufactured, packed and sterilised in accordance with the specifications at the time of manufacture. The cleaning method, the sterilization method and sterile barrier system used to package trifit ts devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the available information, no further investigation can be conducted and the root cause of the reported infection could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit ts revision after 1 day due to infection.

Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays, operative notes, patient details and information regarding any other corin devices which were revised has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record and sterilisation documents will be identified and reviewed.

Event description:
Trifit ts revision after 1 day due to infection.